Event description:
The customer called to report on (B)(6) 2012 at 10:00 pm her blood glucose measured at 179 mg/dl; she also ate about 40 grams of carbohydrate and was given a meal bolus of 8 units of insulin. By the time she woke up her bg was at 475 mg/dl. She then gave a manual injection of insulin (exact dosage not reported) which was able to bring down the bg to 323 mg/dl, the device was then deactivated (no specific time was given). She had the device on for about 24 hours.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 15 units of insulin in size, was found in the insulin reservoir with no indication that the user tried to remove any residual insulin. This indicates that the air bubble was likely due to the user injecting air during the original filling of the pod. User error is confirmed as the root cause of the reported hyperglycemia. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." "Failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Product lot qualification records were reviewed and found to have met all acceptance criteria. An investigation was initiated into this issue. It has been observed that the complaint rate for high blood glucose root caused to user error air in pod has been significantly reduced and is currently running at acceptable levels. Insulet will continue to monitor these complaint rates.